Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device was discarded by the medical facility. No further information could be obtained despite good faith efforts.